Event description:
In troubleshooting: the technical assistance center (tac) advised the customer to turn off the unit to try the scopes, to ensure that the issue was not the scopes, however, the customer stated that the issue has resolved itself. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
In troubleshooting: the technical assistance center (tac) advised the customer to turn off the unit to try the scopes, to ensure that the issue was not the scopes, however, the customer stated that the issue has resolved itself. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code e226. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2,b5. Additional information added to field d8,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presume the cause from the obtained information. Olympus will continue to monitor field performance for this device.